Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient had a surgery unrelated to his device and lost 15lbs. The implantable neurostimulator (ins) did not seem to move a lot but there was a difference. This issue has surfaced in the last couple of months, roughly around (B)(6). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative reported a month later that they have not heard from the patient or the office on the issue. The patient was doing okay at their last meeting.